Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated that the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter) was noted. Finally, analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness and lightheadedness. The patient was inappropriately shocked due to noise oversensing with sensing integrity counter (sic). The right ventricular (rv) lead was found to have high impedance and intermittent loss of capture. The lead was suspect of a fracture. The lead detection was programmed off. The patient was scheduled for lead revision and removal. The lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.